Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a patient's extracorporeal membrane oxygenation (ECMO) therapy, it was reported that the novalung console gave an error 008 message. Error 008 indicates there was a technical failure with the sensor box. Due to the error, the pump drive stopped and the pump head stopped rotating. Downtime was ¿too long¿ (duration unknown) before staff was able to respond, and this led to clotting of the whole set. It was unknown how long into the treatment the error occurred. There were no other alarms that occurred. There was blood loss (about 500 ml) due to the change of the xlung kit 230. There were no issues or defects found with the xlung kit. The patient was able to continue and complete their treatment after the xlung kit was replaced. The treatment was continued using the back-up pump drive until a new console was available for use. It was reported that a technician repaired the console at the facility. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported event. The sample was reportedly available to be returned for evaluation.

Event description:
During a patient's extracorporeal membrane oxygenation (ECMO) therapy, it was reported that the novalung console gave an error 008 message. Error 008 indicates there was a technical failure with the sensor box. Due to the error, the pump drive stopped and the pump head stopped rotating. Downtime was ¿too long¿ (duration unknown) before staff was able to respond, and this led to clotting of the whole set. It was unknown how long into the treatment the error occurred. There were no other alarms that occurred. It was initially reported that blood loss was about 500 ml due to the change of the xlung kit 230. Upon additional follow-up, it was estimated that blood loss was closer to 670 ml, which is the filling volume of the kit. There were no issues or defects found with the xlung kit. The patient was able to continue and complete their treatment after the xlung kit was replaced. The treatment was continued using the back-up pump drive until a new console was available for use. It was reported that a technician repaired the console at the facility. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported event. The sample was reportedly available to be returned for evaluation.

Manufacturer narrative:
Additional information: a4, b5, h3 plant investigation: a sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. A fresenius technician visited the clinic and repaired the console on (B)(6) 2022. There was no defect at the pump drive. A loose contact was detected on the connection cable to the sensor box. The cable was replaced, a functional test was performed, and the device was returned to full functionality without further issues. No nonconformities were found during review of the manufacturing records. The review of similar complaints revealed that the reported failure type represents a known event. Investigation of the machine files was not considered necessary because the complaint is related to the defect of a component. The exact cause of the defect could not be analyzed. The cable could have been damaged by mechanical stress. A cause for the reported failure could not be established.